Event description:
Report received of a leak occurring while in use on a pt. The customer states that the first set leaked and was changed by staff. The second set also leaked and was changed by staff. The pt experienced 3-5cc's of blood loss with the second leak. The reporter believes dopamine was infusing via the set. It was unknown to the reporter where the leaks occurred on the two sets. There was no report of adverse pt effect. Additional pt and event info was requested, but no further info was available.